Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a pump message indicating "bolus not initiated;" however, tandem technical support could not verify this pump message. Reportedly, the customer had delivered multiple boluses as a result of the pump message and blood glucose (bg) lowered to 45 mg/dl. Paramedics administered intravenous fluids and the customer consumed carbohydrates to initially address the low bg. The customer was admitted to the emergency room (ER) where healthcare providers provided carbohydrates and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. The customer was released with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.